Event description:
A customer reported a fast-draining battery issue with the adc device. The customer experienced a loss of consciousness and received fruit juice for treatment provided by family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack DHR for cable and adapter were reviewed and the DHR showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. The customer experienced a loss of consciousness and received fruit juice for treatment provided by family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the reader and observed damaged usb port. The damaged usb port prevented the customer from charging the reader which led to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download log. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.